Event description:
It was reported that prior to docking the patient side cart to the patient for a da vinci s surgical procedure, the customer experienced system error codes 23020 and 23034. With the assistance of a technical support engineer (tse) the site cycled the endoscopic camera manipulator (ecm) clutch and insertion buttons, however, the system error codes would not clear. The site shut down the system, restarted in standalone mode, cycled the clutch buttons on the ecm and then emergency powered off the system, however, system error code 23034 recurred when the site restarted the system. The patient was under anesthesia and the port placements were made when the surgeon made the decision to abort the planned surgical procedure. No patient harm, injury or complications were reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error codes 23020 and 23034 experienced by the customer were associated with the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarms (system generated fault codes) functioned as designed and there was no injury to the patient. System error code 23020 appears when one of the switches in the manipulator is showing inconsistent signals on it's two switch leads. System error code 23034 appears when the system detects that the ecm switch is stuck. The ecm was returned to isi for failure analysis investigation. Engineering was unable to replicate the system error codes experienced by the customer. It was concluded that system error codes 23020 and 23034 were not replicated because they can occur intermittently or the ecm switch was no longer stuck due to constant cycling. As a precaution, the switch assembly and the flat flex cable were replaced. As of march 4, 2010 there have been no reported recurrences of the issue at this hospital.